Event description:
A nurse reported that during the vitrectomy surgery, vitrectomy function was stopped working and no patient harm was reported. Patient details was not reported. Surgery was completed by replacing the equipment. There was no damage to the patient's health and no need for medical intervention.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).